Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown nail/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a removal surgery of etn was performed, the surgeon had difficulty attaching the reported extraction screw to the implanted nail. The extraction screw kept rotating and was never inserted in the nail properly. In the end, the surgery was complete since the extraction screw was properly attached to the nail by hitting it with a hammer. There was 30 minutes delay in the surgery. This report is 2 of 2 for (B)(4).